Event description:
A healthcare facility in (B)(6) reported that during testing of a viasis avea ventilator, a leak was detected in six (6) of the rt236 infant breathing circuits. This was noticed prior to patient use.

Manufacturer narrative:
(B)(4). The complaint rt236 infant breathing circuits were returned to fisher & paykel healthcare (B)(4). The returned complaint devices are currently being investigated, we will provide a follow-up report upon completion of our investigation.